Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: when the unit was turned on, technical fault tf (9707) appeared on the screen with continuance buzzer.